Event description:
(B)(4) study. It was reported that post a coronary artery stenting treatment procedure, a myocardial infarction (mi) occurred. The 90% stenosed target lesion was located in the ramus coronary artery. The reference vessel diameter was 3.00 mm and the lesion length was 10.0 mm. The target lesion was pre-dilated with a 2 x 9 mm maverick balloon and a 3.00 x 16 mm study stent was implanted. Due to residual uncovered plaque, distal placement of a 3.00 x 8 mm study stent was required, overlapping the first stent. The lesion was post-dilated with 0% residual stenosis. During the index procedure a non-target 90% stenosed lesion located in the right posterior descending artery (r-pda) was treated with a 2.5 x 12 mm taxus express2 stent. One day post-index procedure, cardiac enzymes were elevated consistent with protocol definition of mi; the patient was asymptomatic with unchanged electrocardiogram (ECG). Cardiac enzyme levels were decreasing prior to discharge. The patient was discharged on aspirin and clopidogrel.

Manufacturer narrative:
The device will not be returned for evaluation; therefore, a failure analysis of the complaint device could not be completed. The manufacturing records for this batch were received and indicate the device met all material, assembly, and performance specification prior to shipment. The most probable root cause classification of anticipated procedural complications as this complaint is a known physiological effect of the procedure and is noted in the directions for use. (B)(4).